Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed share log review and no issues were found. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed,. Performed share log review and no transmitter error found in the log on within the investigation window. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.